Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had high capture thresholds and was found dislodged. The patient was asymptomatic. During the lead revision, the rv lead helix was taking a long time to retract and extend, so the physician decided to explant and replace lead. The patient was stable throughout procedure.